Manufacturer narrative:
Device evaluation: the lens was returned dry in a vial. Visual inspection of the returned product found scratches on a haptic. There was evidence of clear and dark brown residue on the lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -17/3.0/79 diopter, into the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2017, the lens was explanted due to glare/haloes. Surgeon stated that this was due to "big pupil," which he told the patient will get better on its own. After explant, the eye is fine and the surgeon does not plan to exchange the lens. As of the date of MDR submission, the lens has not yet been returned for evaluation.